Manufacturer narrative:
Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from reported electrical shock and fire of device. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of electrical shock to provider and fire from coolsculpting device. There was no patient safety impact.

Manufacturer narrative:
Additional data. The control unit was returned for evaluation. Device evaluation found signs of dried coolant leakage on the exterior and interior of the system, stemming from all-in-one connector, the adapter or an applicator. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of damage to coolsculpting unit due to criminal activity at their clinic. User attempted to turn on machine and felt a slight shock, the unit sparked and then shut off. There was no patient safety impact.

Event description:
Allergan aesthetics received a report of damage to coolsculpting unit due to criminal activity at their clinic. User attempted to turn on machine and felt a slight shock, the unit sparked and then shut off. There was no patient safety impact.

Manufacturer narrative:
H11 - corrected data: d1.